Manufacturer narrative:
Log file analysis revealed a vad stop alarm on (B)(6) 2015 and a high watt alarm on (B)(6) 2015. Log files revealed six electrical fault alarms and multiple vad stop alarms between 02/14/2015 and 02/16/2015. A controller was returned for evaluation. The pump was not returned as it remained implanted at the time of the event. The pump in question, (B)(4), had a previous splice repair related to (B)(4) on (B)(6) 2014. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a high watt alarm on (B)(6) 2015 and multiple vad stop and electrical fault alarms starting shortly after. A service engineer arrived on site on 02/19/2015; upon arrival, the driveline was not connected to the controller. It was noted that the pump was disconnected on (B)(6) 2015 and therefore was off for more than 24 hours. The site decided to not go through another splice repair to prevent a potential thrombolytic event, opting instead for either a pump explant or a pump exchange. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. The reported event could not be duplicated during bench testing. In the absence of a device malfunction, a root cause cannot be established; the controller passed testing. The pump was not returned for analysis and therefore could not be evaluated. The IFU and patient manual has information on how to react to a vad stop. The IFU states a "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. High priority alarm: vad stopped: the hvad pump will stop if the driveline is disconnected or if the controller fails. The text message indicates whether to connect the driveline or change the controller. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00971 and 00972) submitted for devices related to the same event.

Event description:
It was reported about a dt study patient that it was noted during ventricular assist device (vad) interrogation, that the patient had a vad stop alarm. Patient was admitted on (B)(6) 2015 and controller exchanged per surgeon request. On (B)(6) 2015 at 21:47, another vad stop alarm was noted, it was questioned whether the driveline was disconnected or not. Again on (B)(6) 2015 there was another alarm[?] When the nurse entered the room she stated that the "monitor says 'vad stopped' and 'power disconnect' at 1003 and 1006, total time of event is reported at 5 seconds." In speaking with the coordinators, it was noted that this patient has already had a driveline splice in (B)(6) 2014. Then on (B)(6) 2015 around 9:50pm, the vad coordinator stated that the patient had another vad stop alarm and they could not get the pump started. The staff changed out the controller and thought the pump started again, but now it was having electrical fault alarms. When the vad coordinator got to the hospital it was discovered that the pump never restarted. The site started the patient on dobutamine and heparin; the patient was noted as "stable". When the manufacturer clinical engineer arrived on 2.17.2015, the pump had been off for nearly 24 hours and connector was not connected to a controller. The site had decided not do a splice repair due to concern of potentially causing a stroke, since the pump was off for a significant time. The clinical plan was to wean medication from the patient and depending on response, "perform a pump explant ideally with a pump exchange as a plan b". Patient was still in good spirits and seemed to be functioning fine despite complaining of headache. From the service report: the site transected the driveline about 3 inches from the exit site to prevent the pump from accidentally being turned on. The patient doing well on dobutamine and heparin, reported as "talkative and pleasant". Pump and remaining driveline remained implanted thru this event.

Manufacturer narrative:
Correction: removed method code 3372 removed result code 3221 it was reported that the patient had experienced several power spikes and that the pump had stopped. The controller was returned for evaluation. The pump was not returned. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Of note, a splice repair was performed on (B)(6) on 05/19/2014; the splice was performed because of a faulty driveline locking mechanism. Based on the available information, the reported event was confirmed. A possible root cause of the reported event can be attributed, but not limited, to an open connection within the driveline, possibly due to the splice repair. The driveline with the associated splice repair, however, was not returned for evaluation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections g4, g7, h2, h3, h6 and h10 have been updated accordingly. B5- additional information received indicates that the patient was initially seen at his outpatient clinic on (B)(6) 2015. A preliminary review of his controller log files at this visit revealed evidence of power spikes and a pump stop on (B)(6) 2015 while the patient was at home. The patient was admitted to hospital and his coumadin put on hold on (B)(6) 2015. The patient's controller was exchanged with no reported patient consequence. A transthoracic echocardiogram (tte) ramp study revealed that the patient's aortic valve opened with vad speeds of up to 2810rpm with flows ranging between 2.5-3.8l/min and power consumption ranging between 2.4-4.7watts. On (B)(6) 2015, the patient was seen by the field safety engineer for reported multiple electrical fault and vad stop alarms. On (B)(6) 2015, the patient experienced another pump stop alarm which did not resolve with the change of his controller. The vad coordinator was notified and the patient transferred to the intensive care unit (ICU). The site reported that the log file reading before the pump stop had been recorded on 2057hrs and included a speed of 2400rpm, power consumption of 2.8watts and an estimated flow of 3.0l/min. The site appears to have not been able to re-start the pump and the patient was started on a dobutamine infusion for support. The patient's dobutamine infusion was discontinued on (B)(6) 2015. On (B)(6) 2015, the patient was seen by the field safety engineer for reported multiple electrical fault and vad stop alarms. It was noted that the patient had undergone a previously reported splice repair in (B)(6) 2014. A decision was made to not perform a second splice repair since the pump had been off for nearly 24 hours because of the potential for a thrombotic stroke with the re-start of the pump. The patient's driveline was transected in order to prevent an accidental pump start. On (B)(6) 2015, the patient was taken to the operating room where his driveline was again transected approximately three inches from the exit site and it was allowed to retract into the patient's muscular tissue. The site opted to leave the pump in situ and off. The patient was discharged home on (B)(6) 2015. The event was reported to have been resolved on (B)(6) 2015. The primary investigator reported that the event was related to the study device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon review of log files a vad disconnect alarms, controller power up events, electrical fault alarms and vad stopped alarms occurred on a second controller. Additionally, motor starts outside of the typical range, suction alarms and low flows on the vad were observed on log files.

Manufacturer narrative:
A supplemental report is being submitted for revised investigation which was re-opened for an internal investigation update. The event was brought to current investigation and reporting standards; while no new information was provided, the investigation was conducted using present day standards and includes more detailed information. Additional products: d1: heartware ventricular assist system- controller d4: model #: 1403us / catalog #: 1403us / expiration date: unknown / serial #: (B)(6) d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. One (1) controller (B)(6)) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller (B)(6) revealed that the device passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed seven (7) low flow alarms logged on (B)(6) 2015 and nine (9) suction alarms logged since (B)(6) 2015. Two (2) reactivation events were logged on (B)(6) 2015 at 16:44:32 and on (B)(6) 2015 at 01:00:02, indicating an open phase on the rear stator, resulting in the pump running on the single stator (front stator only). A vad disconnect alarm was logged on (B)(6) 2015 at 23:24:06. This vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed and the alarm cleared within two (2) seconds. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. An additional reactivation event was logged on (B)(6) 2015 at 12:49:34, indicating an open phase on the front stator, r esulting in the pump running on the rear stator only. Log files also revealed one (1) high watt alarm logged at 12:49:39 due to the increased power consumption required to run on a single stator. Another reactivation event was logged on (B)(6) 2015 at 08:25:05, indicating an open phase on the rear stator. A vad disconnect alarm was logged on (B)(6) 2015 at 10:58:43, indicating a physical disconnection of the driveline from the controller. A controller power-up event was then logged on at 10:59:17. Another vad disconnect alarm was subsequently logged at 11:00:22, due to a physical disconnection of the driveline from the controller. Based on the available information, the controller power-up event and vad disconnect alarm were associated with the reported controller exchange. Review of the controller log files associated with (B)(6) revealed several controller power up events logged starting at 11:53:37 on (B)(6) 2015; during this period, various parameters, including time, patient ID, and pump ID were programmed, indicating that the power-up events occurred during initial programming of the controller during the controller exchange process. A vad disconnect alarm was logged at 12:00:50, indicating that the controller was powered up without the driveline connected; the vad disconnect alarm cleared at 12:01:22, indicating that the driveline was connected to the controller, and a motor start event was subsequently logged at 12:01:33. Three (3) low flow alarms were logged on (B)(6) 2015 and 21 suction alarms were logged starting on (B)(6) 2015. Several reactivation events were logged starting on (B)(6) 2015 due to open phases on the rear stator. Additionally, an electrical fault alarm was logged on (B)(6) 2015 at 21:27:08, due to an open phase on the rear stator. Three (3) vad disconnect alarms were logged on (B)(6) 2015 at 21:27:09 and on (B)(6) 2015 at 10:03:09 and 19:49:52 due to a critical phase open, indicating there was an open phase on each stator. A high watt alarm was also logged on (B)(6) 2015 at 02:33:22. Additionally, a power disconnect alarm was logged between 10:03:09 and 19:49:54. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event logs recorded a high-power consumption during attempted motor starts, which required more current from the battery. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. Furthermore, an electrical fault alarm was logged at 21:15:34, due to an open phase on the rear stator. Four (4) additional vad disconnect alarms were logged between 21:15:40 and 21:54:14, indicating physical disconnections of the driveline from the controller, likely during troubleshooting. Five vad stopped alarms were logged between 21:18:12 and 21:56:49 indicating that the pump failed to restart after multiple attempts. Two additional electrical fault alarms were logged at 21:38:36 and 21:54:19 due to the rear stator not being connected. Review of the controller log files associated with (B)(6) revealed two (2) additional electrical fault alarms logged due to the rear stator not being connected, nine (9) additional vad disconnect alarms due to physical disconnections of the driveline from the controller, and three (3) additional vad stopped alarms indicating that the pump failed to restart after multiple attempts. Of note, several motor start events were recorded throughout the analyzed period in which the motor start parameters were atypical. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation and the available information, a possible root cause of the observed electrical fault alarms, resulting increased power consumption/high watt alarms, and several of the vad disconnect alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Possible causes of the remaining vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to a false vad disconnect alarm and/or physical disconnections of the driveline from the controller. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00532915 is investigating pump failures to restart. A possible root cause of the loss of power events can be attributed to the reported controller exchange process. Based on the available information, the most likely root cause of the reported power disconnect alarm and observed saw value can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.